Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when placing this carotid shunt, it was noticed flattened and it was needed to be changed quickly. The carotid artery was clamped at the time of the occurrence. The surgery could be completed by changing the device by a new one. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section d9. H6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The device was returned for investigation to the original manufacturer, and the reported defect was confirmed: the shunt was visually inspected, and it was observed that the springs of the device were bent. Based on further evaluation performed by the original manufacturer, it was found that the most probable cause is related to tray deformation during the sterilization process that in some cases, causes the shunts to become kinked or bent. The original manufacturer has implemented corrective actions in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.